Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "the doctor suspects rupture of the left implant" and "mastodynia". The left breast was swollen, with uneven contour. No inflammation was detected. The upper part and latera contour of the implant is uneven, the surrounding area is hypoechoic" this record represents the left side.